Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer's blood glucose levels ranged from 110 mg/dl to 270 mg/dl. The customer reported that they took off the insulin pump and went for a 4 mile walk and took food to eat and later the customer went high and had ketones. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. The customer reported that the insulin passed high pressure test. The insulin pump was not on auto mode at the time of incident. The insulin pump will not be returned for analysis.